Event description:
The hospital representative reported an infusion pump wtih an 812:00 failure code which occurred during set-up of the pump before patient use. The representative stated saline was going to be infused and the pump was immedicately exchanged at the time of failure. There is no record of any patient incident involving the pump since the last baxter service event information was requested but details were not available regarding patient status, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact informatin was requested but no additional contact was provided.